Event description:
The user facility reported that the washer was smoking. The circuit breakers tripped which powered the washer off and the smoking stopped. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris service technician inspected the washer and found a wire was loose on the washer's terminal block causing it to overheat and resulting in the reported smoke. The terminal block will be returned to the steris supplier for evaluation. The washer is under steris maintenance contract and was last serviced on (B)(6), 2011 and was found to be operating properly; no issues noted. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris determined the torque from the terminal block to the input power was not properly completed during installation. The torque requirements have been reviewed with the technician subject of the reported event.